Manufacturer narrative:
E1: facility address shortened from "((B)(6))" due to restriction on characters allowed. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image becomes blurred, indistinct or noisy. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the operation handle casing and adjusting ring are crystallised and yellowed, component failure of the main body. The universal cord is scratched, component failure of the universal cord. The universal cord sheath is broken the rear light guide bundle is bent and damaged, component failure of the lg bundle. Multiple dents in the insertion part, component failure of the insertion section. Image to flicker. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is a contact with something sharp-edged, time-related deterioration, some kind of excessive force and a random failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.